Event description:
It was reported that during a robotic assisted laparoscopic prostatectomy procedure, the jaw of the device was broke. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade damaged; the upper tip was broken off and not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all testing was performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle the jaw open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.